Event description:
Per the clinic, the patient experienced an infection at the implant site (date not reported). The device was reported to have extruded out of the skin and the patient is being treated with oral antitbiotics (date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent a skin revision surgery and repositioning of device on (B)(6) 2022. The implanted device remains.